Manufacturer narrative:
Submit date: 08/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states the connect pump leaked expensive nutrition due to peristaltic tubing disconnection from plastic piece on the connect feeding cassette.

Manufacturer narrative:
The report refers to product code 77100fd, connect feed set 1000ml ns with lot number unknown. A device history record (DHR) was not performed because there was no lot number provided in the complaint file. One sample was received for evaluation and a separation in one of the silicone tubes was observed to not be completely assembled. The root cause was associated with and incorrect assembly by an operator. Corrective actions were completed in the manufacturing site and updated along with a fixture design to help any inverted line and help with correct assembly like the one observed in the returned sample. This complaint will be used for tracking and trending purposes.